Event description:
It was reported that the core impaction drill was returned by the customer without complaint, after receiving their own back from repair. Upon evaluation at the manufacturer, it was found to overheat. There was no pt involvement, and no user injuries or adverse consequences.

Manufacturer narrative:
Upon evaluation, the bearings were found to be worn. Worn bearings can cause or contribute to the device overheating due to increased friction.